Manufacturer narrative:
No product sample was received, therefore, visual and functional testing could not be performed. The photo sent for the complaint was not useful for the failure investigation. A device history review (DHR) was performed, and did not show any anomaly related to the referenced defect. No root cause could be determined as the complaint could not be confirmed.

Event description:
It was reported that the patient had an extravasation. The patient was canalized on the third attempt due to deterioration and bad quality of catheter. Patient injury was reported.

Manufacturer narrative:
Other, while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08830 is no longer considered reportable, please disregard any MDR reports associated with it.